Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Event description:
The customer questioned inr results for 4 patients tested on 3 coaguchek xs professional meters compared to the laboratory. Based on the data provided, the results for 2 patients were discrepant. One patient was tested with strip lot 29779012 and 1 patient was tested on an unspecified strip lot number. This medwatch will cover the patient tested with the unspecified strip lot number. Refer to medwatch with patient identifier (B)(6) for information on the patient tested with strip lot 29779012. The patient was tested on an unspecified coaguchek xs meter with an unspecified lot number and the result was 6.3 inr. The result from the laboratory using the dade innovin method was 3.95 inr. The patient's therapeutic range is not known. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.